Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a gastrectomy procedure, when the doctor went to create an anastomosis, he dialed the cdh29a indicator into the green. When he fired the device, it did not make a crunching noise that indicated that the plastic ring broke and stapling had occurred. He was not sure that it had stapled and cut. He noticed that the first donut was complete but not the second. He did a leak test and it checked out fine. There were no patient consequences reported.